Manufacturer narrative:
Rod side hose at the crimp.

Event description:
It was reported by service report that the rod side hose is leaking at the crimp. No pt involvement or adverse consequences are reported.